Event description:
I was preparing a fluorouracil pump using the easypump,a 270 ml capacity ml/hr, 54 hr pump. After injecting around 140 ml of normal saline, I attached the onguard 2 cstd luer lock adaptor and began injecting around 94 ml of fluorouracil. After injecting approximately 20 mls of 5-fu the drug began to leak from where the syringe and adaptor were attached. There was a slow drip and approximately 2 mls leaked from the pump. I removed the onguard adaptor and replaced it with a new one and the pump continued to leak. I also attempted to add the drug using a new syringe and onguard syringe adaptor, but the pump continued to leak whenever I attempted to inject more drug. This was actually the second time this has occurred for me with an easypump. Both times were nearly identical, after priming with 10 mls of saline and injecting about 150 mls of saline and 20 mls of 5-fu the pump began to leak from the drug injection site. Both times I attempted to continue the preparation with new adaptors and syringes, but each time I attempted to add more drug more would leak out. I didn't save the first pump packaging, but I did save the second. Pt code: 4582. Device code: 1354. Ref report: mw5179327.